Manufacturer narrative:
During testing at the service center corrosion was found in the battery compartment of the device. The probable cause was leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact requesting the lithium battery be replaced. There had been no indication of a reportable malfunction. However, during verification testing at the service center leakage from the disposable batteries was noted in the battery compartment.